Event description:
The consumer reported that the tooth type was a tooth type 1, the consumer also reported that the time of loss in relation to implantation was up to 1 year after prosthetic restoration, primary stability was achieved & that the implant did achieve osseointegration. The consumer also reported concerns with an implant fracture, & bruxism, also stating that the patient was asymptomatic.

Manufacturer narrative:
The consumer reported that the tooth type was a tooth type 1, the consumer also reported that the time of loss in relation to implantation was up to 1 year after prosthetic restoration, primary stability was achieved & that the implant did achieve osseointegration. The consumer also reported concerns with an implant fracture, & bruxism, also stating that the patient was asymptomatic.